Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the "back" button. Reportedly, tandem technical support instructed the customer to complete a pump reset in order to access the "back" button feature; the touch screen responded to presses in that location. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 140 mg/dl.